Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the remaining longevity of the device was lower than expected. Technical support was contacted and noted that it was just a diagnostic anomaly and the battery longevity is normal. The patient was stable with no consequences.